Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 50cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces. Gross visual examination of the device noted a short fiber at approximately 30 degrees on the cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test. An internal leak was observed as a steady flow of bubbles, was identified from the potting cut surface on the cavity ID end (at the location of the short fiber). The dialyzer was then subjected to destructive disassembly to isolate the location of the leak. The fiber bundle was submerged in a water bath while compressed air pressure was allowed through the fiber bundle. The complaint investigator was able to confirm the air bubbles escaping from the short fiber. No other damage or irregularities were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Gross visual examination of the complaint sample noted a short fiber on the cavity ID end of the dialyzer. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. As such, the reported complaint of internal blood leak was confirmed.